Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform functionalities including displacement test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. Unable to delivery any bolus/basal due to motor error alarm. No power turn off or restart display during testing noted. Motor passed motor test. Device had missing end cap sticker, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was stuck in the rewind loop. It was reported that insulin pump would turn off and then restart. Customer's blood glucose was 16 mmol/l. Insulin pump would need to be replaced.